Event description:
It was reported one month after lens implantation the pt had retinal detachment repair surgery and the cf8 gas that was used migrated into the anterior chamber. On (B)(6) 2014, opacification of the lens was observed and the pt noticed a decrease in vision. The surgeon described the opacification as "very dense vacuoles". Yag laser was performed and was not successful. Reportedly, the pt will need a lens exchange. In the surgeon's opinion the likely cause of the reported event is use of cf8 gas in the vitreous which escaped into the anterior chamber.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.